Manufacturer narrative:
On 16 nov 2015 it was prepared a final report with the information already submitted in the initial report. On the same day it was sent to the initial reporter and the case was closed.

Manufacturer narrative:
Batch review performed on 15 september 2015: lot 151099: (B)(4) items manufactured and released on 19 june 2015. Expiration date: 2020-05-31. No anomalies found related to the problem. To date, (B)(4) items of the lot have been already sold without any similar reported issue. Mectacer 01.29.202 biolox delta ceramic ball head 12/14 ø 28 size m 0 lot. 148655 (k112115): lot 148655: (B)(4) items manufactured and released on 16 june 2015. Expiration date: 2020-05-31. No anomalies found related to the problem. To date, (B)(4) items of the lot have been already sold without any similar reported issue.

Event description:
A patient was complaining of pain. The surgeon thought it could be an infection so he decided to revise the dm liner and ceramic ball head. Surgeon conducted a thorough washout of the area to rid of any potential infection. Preliminary cultures do not indicate any infection. No x-rays available. Explanted items will not be returned.